Event description:
Per the study: this pt with a history of diabetes (iddm), pvd, hypertension, high cholesterol, and prior CABG, was admitted for coronary intervention of a 75%, 20mm long lesion in the svg to the ramus intermediate branch. The vessel diameter was 3.25mm. It is unk if the lesion was predilated. A 3.5 x 23mm cypher stent was deployed to 18 atms within the site. The lesion was postdilated to a maximum of 20 atms (balloon unk). The residual stenosis was 0% with timi iii flow noted throughout the stented segment. The pt was discharged with orders for plavix, 75mg/day for 12 months. Approx 5 months later, the pt returned (reason unk). Repeat angiography revealed 70% restenosis of the previously placed cypher stent. This was treated with revascularization (pci) of the target lesion.